Event description:
It was reported that the pt was implanted a unk winterthur hip on the left side on (B)(6) 2009. The pt was revised on (B)(6) 2014, due to aseptic loosening, pain and metallosis. It was stated that faulty at the limb of pe pan m.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays for review. Other source documents (surgical reports, bfarm letter and user report). As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is cpt140007835.